Event description:
Reporter is consumer who acquired her CPAP machine from hosp. She states that the machine blows out cold air and bubbles. "What a piece of ---- !" Reporter has advised cigna and the commisioner for medical devices over the internet. She states that she's "had it" with this faulty product and wants FDA to investigate the MFR and not the hosp.